Event description:
It was reported that the customer had multiple alarms in the history of the insulin pump while troubleshooting for a meter communication issue. A self-test was performed and another alarm occurred. The customer's blood glucose was 62 mg/dl. He was treated with food and declined to troubleshoot for this. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
The insulin pump received with a47 alarm in the history file due to corrupted history file, also the insulin pump had a64 alarm during self test due to faulty electrical component on the radio frequency board. Unable to perform minilink transmitter test and blood glucose meter test due to a64 alarm. The insulin pump passed a21 error test. The insulin pump has cracked case at display window corners.